Event description:
Index procedure was carried out due to exertional and symptomatic angina. One endeavor sprint rx drug-eluting stent was deployed to the ramus, a second endeavor spring rx drug-eluting stent may also have been deployed to the ramus. One other brand drug-eluting stent was deployed to the protected left main to the ramus. Post procedure angiography showed no significant residual stenosis and no evidence of dissection or perforation. It was reported that the flow down the circumflex was markedly improving after intervention. Stenosis in distal circumflex was initially to be treated medically, a repeat pci was recorded to have been performed to the distal circumflex. Patient was taking aspirin prior to the index procedure. On the day of the index procedure, patient received a peri-procedural loading dose of clopidogrel and is recorded as starting daily clopidogrel dosing. Patient was discharged the following day. Approx 2 months after the index procedure patient presented to the emergency room with episodes of chest discomfort and was admitted. Coronary angiogram showed in-stent restenosis of the ramus, balloon angioplasty was performed. Restenosis of the index stent was reported as resolved. In the investigator's opinion the chest pain and in-stent restenosis were moderate in intensity, possibly related to study drug, possibly related to study device and possibly related to study procedure. Angiogram showed a lesion in the circumflex artery, one endeavor sprint rx drug-eluting stent was deployed to the mid circumflex, balloon angioplasty was performed to the proximal circumflex. There was some dissection noted distally in the circumflex that was considered not flow limiting. The investigator decided not to treat this dissection. Medical management was decided to be the best long term option. Two days later patient developed atrial fibrillation and started on new medications to control heart rate. The patient was discharged one week after being admitted with chest pain.

Event description:
It is reported that the patient expired approximately 25 months post index procedure. Cause of death was reported as pulmonary disease. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4). Results - (dissection).